Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implanted date - (B)(6) 2006. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-02279 / 02280). Device not returned by attorney.

Event description:
Patient's legal counsel reported that the patient underwent a hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a hip revision procedure approximately six years post-implantation due to dislocation, osteolysis, aseptic loosening and migration of cup, metallosis, pain and limited range of motion. During the procedure, cloudy fluid was noted. All components were removed and replaced.